Event description:
The user facility reported that the angio-seal sheath could not be fixed with the dilator. There was no patient harm.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided . B3: date of event: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. As of (B)(6) 2024, the sample was not returned for assessment. The alleged malfunction and failure are related to a CAPA, and the lot number provided falls under the scope of the CAPA investigation. The actual device was not returned hence a return product evaluation or assessment was unable to be performed. The device was confirmed to be manufactured by terumo medical corporation. Without a lot number, the device history record cannot be reviewed. It is likely that the component connection between the sheath and locator was impaired. The complaint can be confirmed for the reported issue of sheath and locator connection. Without a sample, a definitive root cause assessment was unable to be made.